Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1e processor. While onsite the technician was able to identify the root cause of this water leak to be attributed to the system 1e hose. Upon inspection the technician found the hose to be damaged, allowing water to leak out. The technician replaced the hose, ran a test cycle, and found the unit to be operating according to specification. The system 1e processor was installed in 2012 and is not under steris contract agreement for maintenance activities. The technician noted that the facility is responsible for all preventative maintenance activities. The system 1e operator manual (pg. 9) states: "warning: repairs and adjustments to this equipment must be made only by steris or steris trained service personnel. Maintenance performed by unqualified personnel or installation or unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage." No additional issues have been reported.

Event description:
The user facility reported their system 1e processor was leaking water. No injury, procedure delay, or cancellations were reported.